Manufacturer narrative:
The mamotome revolce dual vacuum assisted biopsy system is intended to obtain tissue samples from the breast or axillary nodes for diagnostic analysis of breast abnormalities. The device was not returned to devicor medical products, inc. For evaluation. Therefore we are unable to determine a root cause for the reported incident. If the tissue is found within the vacuum tubing rather than in the sample management system, a misdiagnosis is possible due to lost tissue. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a results of potential missed or lost tissue samples, pursuant to 21 cfr 803, this failure mode was determined to be a reportable malfunction.

Event description:
It was reported by affiliate during procedure the needle did not take the specimens, the preparations were in the suction tubes and in the needle path. After removing the needle from the breast, the doctor pushed the preparations through the place of application of the marker. Procedure was completed with another device. No patient complications. Record# (B)(4).